Event description:
The implant housing extruded through the skin.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient suffers from an extrusion of the device through the skin. A review of the device's sterilization records show that the device has been subject to a valid sterilization process. Further surgical intervention is planned but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant housing extruded through the skin.